Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels (lowest 46 mg/dl). The customer alleged that the control-iq software did not suspend insulin appropriately. Data review by tandem technical support indicated that control-iq was functioning as intended; however, the customer maintained that the control-iq software was not functioning properly. Customer¿s mother assisted customer with consuming carbohydrates to address bg, and subsequently went to the emergency room (ER). Bg at time of arrival at ER was 215 mg/dl. Bg was treated with intravenous fluids. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 165 mg/dl). Multiple contact attempts were made by tandem technical support and tandem field sales to obtain additional information and provide assistance; however, the customer did not respond